Event description:
The end user was having a issue with the syringe prior to use.

Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction since it may lead to an increase in leakage of fecal material. This may expose the patient to the risk of wound contamination/infection. The "precautions and observations" section of the product insert instructs the end users to provide for skin care and interventions as some "leakage of stool around the device" is to be expected. Thus, the standard clinical practice is to cover wounds with barrier dressings to facilitate healing and reduce the risk of potential fecal contamination. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample was not received. Therefore, we are unable to determine the exact third party manufacturing site for this product. Both manufacturing sites are listed below. (B)(4).